Event description:
It was reported that this pacemaker potentially exhibited loss of capture (loc) and noisy signals. The health care professional (hcp) inquired about these concerns to technical services (ts). However, the health care professional (hcp) received answers to their inquiry prior to ts being able to review the reports. The device remains in use. No adverse patient effects were reported.